Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a highly calcified aortic valve which appeared to be a functional bicuspid with a fusion of the l/r leaflets, a pre-balloon aortic valvuloplasty (bav) was performed with a 22 millimeter (mm) balloon. Upon deployment of the valve, the valve was constrained with moderate-severe paravalvular leak (pvl). A post bav was performed with a 24 mm balloon. Upon inflation of the balloon, the valve dislodged to a supra-annular position. The valve had not totally "popped" out and was held loosely by the leaflets. A second valve was implanted about 6-7 mm deeper than the first valve. A post bav was performed with a 24 mm balloon which adequately expanded both valves and improved the pvl. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the images for this event were provided to medtronic for review. Per the image review report, seven images and//or videos were provided. One still image provided was of the fluoroscopic inspection of one of the valves. Without video evidence, the still image provided was not adequate to confirm or deny a successful valve load. No image or video was provided to confirm the stated pre-implant balloon aortic valvuloplasty with the 22-millimeter balloon. A second image confirmed the under expansion of the valve frame post implant of the first transcatheter valve. This still image did not provide enough information to determine exact valve implant depth. Still image three in a left anterior oblique, 24 caudal, 20 image projection shows the valve frame slightly above the non-coronary cusp basal plane and slightly below the left coronary cusp basal plane. Images four and five show the second evolut valve positioned and deployed slightly below the 1st evolut valve and basal native aortic annulus plane. The video provided confirms a post implant balloon aortic valvuloplasty which clearly expanded the valve frames. A second video shows another post implant balloon aortic valvuloplasty with the balloon placed in more of an intraventricular/le ft ventricular outflow tract (lvot) position for focused expansion of the valve inflow. No images were provided with contrast post balloon valvuloplasty to confirm the degree of paravalvular leak. Valve under-expansion can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). The image review confirmed the under expansion of the valve frame post implant. Based on the available information, a root cause for the under expansion cannot be conclusively determined. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. No images were provided to confirm the degree of paravalvular leak or the cause of the pvl. Based on the available information, we are unable to conclusively determine the cause of the pvl. Upon inflation of the balloon, the valve dislodged to a supra-annular position. Per the device instructions for use (IFU), if valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation (pid) of the bioprosthesis may improve valve function and sealing. If the heart team determines that balloon dilatation is appropriate, consider factors listed in the IFU when selecting the dilatation parameters to ensure patient safety. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, it was reported that upon the post-implant dilation, the valve dislodged. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. The device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.